Event description:
The staff was attempting to pace a 62 y/o female bradycardia pt, using multi-function cables and electrodes. The ma and ppm settings were dialed from min to max settings and they were unable to gain capture. A second device was used to successfully pace the pt. There is no indication of any adverse effect on pt.